Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer reported the leg the caster attaches to the bariatric bed is splitting.